Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the product evaluation reports, the u-joint t15 drivers were received with some degree of loss of angular stability (memory) at the u-joint arm and the respective hexagonal tips show minor signs of wear and tear. The u-joint t15 driver 03.802.431 is part of the synfix-lr system used for stand-alone anterior lumbar interbody fusion procedures. The applicable technique guide was reviewed. This instrument is one of three t15 drivers included in the synfix-lr system to insert and final tighten screws. The system also includes a guiding forceps device (03.802.038) to help control the drivers upon entering the aiming devices. Instructions are provided for proper use of this driver; the screw is locked when the ring on the driver meets the entry point on the aiming device and should not be advanced further and the following related warning is included: ¿excessive torque can damage or break the instruments or implants. Use four fingers for final tightening.¿ upon inspection of the returned devices, the reported condition was confirmed; the device would not hold angular stability (memory) to some degree at the u-joint. This observation is consistent with an extreme bearing load applied which may reduce the memory capability of the u-joint. It is likely that user may have over-tightened when inserting a screw. The applicable and associated drawing were reviewed. These drawings detail the appropriate dimensions, materials ((B)(4)), and finishing processes for an angled t15 driver with a u-joint with position memory. The primary purpose of the u-joint mechanism on these instruments is to allow for the transmission of torque to the instrument's working end (driver) to divergent angles the access exposure would otherwise not accommodate for a straight instrument. The u-joint has a minimum of .026mm diametrical interference between the pin and peek bushing to create this position memory. The peek bushing provided positional retention, excessive torsional force may permanently deform it affecting the retention feature however the design is adequate for the application with the use of the guiding forceps. The reported condition was confirmed on each received driver; the angular stability (memory) has been lost to some degree at the u-joint. This observation is consistent with an extreme bearing load applied which may reduce the memory capability of the u-joint. Extreme torque may cause deformations to the peek bushings however the design allows interference to create u-joint position memory and it is found adequate for the application with the use of the guiding forceps, as specified in the technique guide. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history record revealed no complaint related anomalies. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driver lost its positional memory and the tip has become floppy. It is not broken nor is it tied to a particular event or one surgery. It no longer functions as it was designed to function. This complaint involves 3 devices, all part# 03.802.431. This report is 1 of 3.